Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: stent dislodgement requiring surgical intervention, resulting in permanent damage. Device issue: stent dislodgement. It was reported that the 3.0 x 18 and 3.0 x 08 mm xience v stents failed to cross through a previously implanted stent trying to reach a lesion that was distal to this stent in a heavily calcified rca. An attempt was made to cross with a 3.0 x 23 mm xience v stent; however, it caught on the deployed stent, causing the stent to dislodge from the balloon into the coronary. A snare device was used to try to capture the stent; however, this was unsuccessful and resulted in the stent implant becoming stretched and distorted; therefore, a dilatation balloon could not be used to crush the stent to the vessel wall. Slow flow was noticed in the vessel, so the decision was made to send the pt to surgery. No add'l event or pt info is available.